Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications; however, unit received with corroded battery tube. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery was lasting only between two to three days, even after battery and battery cap change. Customer's blood glucose was not reported. Insulin pump would be replaced.